Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and confirm the reported issue. To address the issue the fse replaced safety disk ((B)(4)), assy crm ((b)4)), purge valve assembly ((B)(4)) and blood detect tubing ((B)(4)) that were polluted by blood. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is internally contaminated with blood.